Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following cataract surgery with an intraocular lens (iol) implant a surgeon reported a patient's visual outcome being worse at a distance than before surgery. The device remains implanted.